Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging a black marks display issue with a one touch ultralink meter. Thirty minutes to an hour after the alleged issue began, the patient claimed that she developed a symptom of dehydration. One to two hours after the alleged issue began, the patient reportedly administered self-treatment by taking 10 units of humalog insulin on an hourly basis before contacting lfs. The patient denied that her blood glucose was tested on another device during the time of concern. The patient mentioned that the device was kept in a car where the temperature was "in the 90's." The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the unresolved black marks display issue. There is no evidence, however, that the alleged issue contributed to the patient's symptom of dehydration which can be associated with hyperglycemia. Based on the relatively short time period as to when the alleged issue began and the onset of the symptom, the patient was most likely in a possible state of hyperglycemia before and during the time the alleged issue started.